Event description:
It was reported through the results of a clinical trial, post device implantation vessel spasm of lateral brachial vein was reported. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The result of the investigation is confirmed for the reported vessel spasm of the lateral brachial vein issue. However there was no reported device malfunction. It was outlined within the communications that the reported vessel spasm of the lateral brachial vein was not related to the device and was definitely related to the procedure. Therefore the root cause for the reported issue was related to the procedure. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. Potential adverse events: vessel, nerve, or avf damage. Equipment setup: 3. Patient preparation and sterile precautions should be the same as for any percutaneous transcatheter procedure. The medication is decided by the physician, including anesthesia and precautions to reduce pain, clotting, and vasospasm during the procedure according to latest scientific guidelines and with respect to the individual patient. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, post device implantation vessel spasm of lateral brachial vein was reported. The current patient status was not provided.